Event description:
Complainant alleged that during biomed testing, the device's video display intermittently illuminates. Complainant indicates that there was no pt involvement in the reported malfunction.